Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09605. It was reported the patient presented with inadequate stimulation coverage. A full parameter diagnostic indicated low impedance value. Further, the representative experienced difficulty communicating with the ipg. Surgical intervention is pending to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.